Event description:
It was reported that the patients ipg was no longer working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.